Event description:
It was reported that the pt's incision site was not healing properly following implant surgery. The implant had extruded and the pt had an infection on the closure of the fistula. A flap closure was performed on (B)(6) 2013. On (B)(6)2013, the pt was prescribed augmentin and bactroban, and irrigations until (B)(6) 2013. On (B)(6) 2013, the pt underwent revision surgery to secure the device. The pt was hospitalized from (B)(6) 2013. The pt is currently recovering.